Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 17332749. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #:(B)(4).